Manufacturer narrative:
Device has been returned to spectrum medical, investigation is yet to be conducted. Details of investigation will be provided in a follow up to this report.

Event description:
Bubble alarm was triggered after the cross-clamp was removed during a clinical case. According to the perfusionist, there was no visible air in the circuit, and all other safety systems functioned as expected.

Manufacturer narrative:
Upon receival, sensor present damage in housing. Housing damage could create interference on flow/bubble readings. During testing unable to replicate reported issue. Accidental damage, damage on sensor housing. Device replaced under sentinel.

Event description:
Bubble alarm was triggered after the cross-clamp was removed during a clinical case. According to the perfusionist, there was no visible air in the circuit, and all other safety systems functioned as expected.